Event description:
It was reported that this pacemaker system exhibited a high, out-of-range right ventricular (rv) pacing lead impedance measurement measuring, 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed possible causes and provided programming recommendations. Additionally, it was noted there was oversensing of myopotential noise however, there was no pacing inhibition as a result. At this time, the system remains in service. No adverse patient effects were reported.